Event description:
A 28mm aneurx bifurcated stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 65 months ago. Vessel morphology at the time of implant was not reported. Sometime after the implant the pt had a distal type I endoleak present at the contralateral iliac limb (MFR report# 2953200-2011-00989). The physician treated the pt with an additional aneurx iliac limb and the endoleak was resolved. Last year the pt presented with a proximal type I endoleak (MFR report# 2953200-2011-00990 and MFR report# 2953200-2011-00993) and there were two aneurx aortic cuffs (one 26 and one 28) implanted. The endoleak was resolved at that time. At the beginning of this year, a f/u CT scan indicated a proximal type I endoleak, and the physician elected to implant an endurant aortic cuff. It was reported that the endurant aortic cuff was successfully implanted; however, upon removal of the delivery catheter, the tapered tip detached from the delivery catheter (MFR report# 2953200-2011-00988). The detachment was reported at/under the metal sleeve at the tapered tip. The physician attempted to remove the nose cone by snaring the device. The nosecone was pulled down into the left iliac limb; however, it could not be pulled past the junction of the contralateral limb and the extension limb of the existing implanted stent grafts. The left iliac limb was partially occluded by the presence of the tapered tip (MFR report# 2953200-2011-00992). In order to provide blood flow distal to the occlusion, the bifurcated stent graft was converted to an aui and a femoral-to-femoral bypass was performed to perfuse the occluded side. The pt recovered normally. The stent graft and the detached nose cone piece remain in the pt and the rest of the delivery catheter was retained by the hospital. Review of radiographic images taken during the case shows that the guidewire was pulled back out of the tip prior to detachment of the tapered tip. The removal of the guidewire in this area of high angulation (outside the recommendations of the IFU) can cause a kink to develop in the inner member of the delivery catheter, which can then fracture. When the guidewire (amplatz super stiff) was removed, at one point in the attempted delivery system withdrawal process, a new wire was introduced and it exited just above the stent stop (it went through the spiral-cut spindle tube and may have been already broken the inner member). The fracture of the inner member at the end of the stent stop most likely failed in the same manner secondary to guidewire removal.